Event description:
It was reported that patient presented in clinic for follow-up. Upon review, it was noted that the atrial lead exhibited high impedance and undersensing. No programming changes were performed. The patient was in stable condition.